Event description:
Had filshie clips put in (B)(6) 2012, on waking up after it was done I was in excruciating pain. My cycles became more painful. In (B)(6) 2013, my first symptoms of lupus sle occurred. I was finally diagnosed with sle in (B)(6) 2017.